Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient was diagnosed with metastatic disease and melanoma and had prior plastic biliary stenting with a maximum number of simultaneously implanted plastic stents of one. The patient also had prior metal biliary stenting with a wallflex partially covered stent. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. Baseline liver function testing was performed on (B)(6) 2015. A baseline assessment of biliary obstructive symptoms was performed on (B)(6) 2015 and the following symptoms were identified: right upper quadrant pain, fever/chills, jaundice, and dark urine. According to the complainant, the patient underwent study stent placement using ercp on (B)(6) 2015 during an inpatient procedure. During the procedure, computed tomography (CT) and endoscopic ultrasound (eus) with fine needle aspiration (fna) were performed with a result of malignant. Prophylactic antibiotics and prophylactic nsaids were administered to the patient. A balloon sweep was performed during this procedure and the previously placed plastic biliary stent was removed from the patient. The 10mm x 80mm wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture and the procedure was completed. On (B)(6) 2015, the patient was admitted to the hospital for the onset of cholangitis. An assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and the following symptoms were identified: fever/chills, jaundice, and dark urine. A biliary reintervention was performed on (B)(6) 2015 as an inpatient procedure. During this procedure, sludge removal was performed and a new plastic stent was placed. Reportedly, restenting was not due to lack of stricture resolution. It was reported that the event has resolved and the patient was discharged from the hospital on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement performed on (B)(6) 2015 as part of the trial. The patient was diagnosed with metastatic disease and melanoma and had prior plastic biliary stenting with a maximum number of simultaneously implanted plastic stents of one. The patient also had prior metal biliary stenting with a wallflex partially covered stent. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. Baseline liver function testing was performed on (B)(6) 2015. A baseline assessment of biliary obstructive symptoms was performed on (B)(6) 2015 and the following symptoms were identified: right upper quadrant pain, fever/chills, jaundice, and dark urine. According to the complainant, the patient underwent study stent placement using ercp on (B)(6) 2015 during an inpatient procedure. During the procedure, computed tomography (CT) and endoscopic ultrasound (eus) with fine needle aspiration (fna) were performed with a result of malignant. Prophylactic antibiotics and prophylactic nsaids were administered to the patient. A balloon sweep was performed during this procedure and the previously placed plastic biliary stent was removed from the patient. The 10mm x 80mm wallflex¿ biliary rx uncovered stent was placed in a satisfactory position across the stricture and the procedure was completed. On (B)(6) 2015, the patient was admitted to the hospital for the onset of cholangitis. An assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and the following symptoms were identified: fever/chills, jaundice, and dark urine. A biliary reintervention was performed on (B)(6) 2015 as an inpatient procedure. During this procedure, sludge removal was performed and a new plastic stent was placed. Reportedly, restenting was not due to lack of stricture resolution. It was reported that the event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Additional information received on january 14, 2016: on (B)(6) 2015, an endoscopic retrograde cholangiopancreatography (ercp) was done. It was noted that the metal biliary stent was blocked/covered in mucus and by the ampullary tumor. There was tumor compression progression and a plastic stent 12 mm x 10 fr was placed with the proximal flap above the metallic stent.